Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. The end user indicated ozone or other unapproved cleaning and disinfection method was used. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam become degraded and there was no report of patient harm or injury. The patient also alleged having headache. The device was returned to the manufacturer quality product investigation laboratory for further investigation. During the initial visual inspection of the device manufacturer found no evidence of sound abatement foam degradation/breakdown in this device. The device was disassembled for internal visual inspection. The manufacturer found evidence of external contaminates present in the unit. The manufacturer applied power to the unit and provided the flow. The manufacturer reviewed the device error log. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The contamination found within the device is consistent with being from an external source. Section d8, d9, h3, h6 were updated / corrected.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.